Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a result of 125 md/dl on their blood glucose meter. The consumer was with his health care professional who tested this consumer's blood glucose getting a result of 39 mg/dl on their unknown blood glucose meter, while this consumer was with his health care professional he experienced a hypoglycemic event. It was found during the call, the consumer stores/keeps his test strips in his car when is outside of storage and operating range per our directions for use. This may compromise the integrity of the test strips. The test strips in question will be returned for evaluation.